Event description:
It was reported that prior to implant, the helix was unable to extend after 30 rotations. When it finally extended (outside the body), there was a jump in extension. This lead was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: laboratory analysis confirmed the reported helix anomaly. Upon receipt, the helix was found slightly deformed. After cleaning, the helix could be extended and retracted with some difficulty, due to the helix deformation. X-ray analysis showed the inner coil to be normal. The lead exhibited normal electrical characteristics. The condition found is not indicative of a device shipped as defective.